Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unsure if the pump was accurate with the delivery of insulin. Reportedly, the customer delivered 5 units of insulin out of the infusion set tubing and the amount of insulin observed did not coincide with the customer's expectation. There was no reported impact to the customer's blood glucose level. The customer reported no alarms or malfunctions occurred to suspend pump delivery. In addition, the customer declined to perform troubleshooting.